Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results on coaguchek xs meter serial number (B)(4) using 2 different strip lots. This medwatch will cover strip lot 34521321. Refer to medwatch with patient identifier (B)(6) for information on strip lot 35350321. The customer tested initially with strip lot 34521321 and the result was 1.7 inr. The customer tested 3 more times with strip lot 35350321 and the results were 4.9 inr, 4.2 inr and 3.3 inr. The customer used the same finger for all 4 tests. The customer kept cleaning it with alcohol and re-squeezing it. Product labeling states "if you need to redo a test, use a new lancet, a new test strip, and a different finger." The customer didn't think any of the results were correct. There were no changes to the customer's warfarin dose and no treatment was necessary. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer is in stable condition. The customer is not anemic or polycythemic. The customer does not have anti-phospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. The customer has not been ill and is not taking any new medication. The customer has had no diet changes and is not experiencing any bleeding or bruising. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.